Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that an MRI was performed on the patient¿s shoulder for her shoulder pain. It was reportedly unknown if the event was related to the pump. The device system was used to deliver dilaudid and baclofen. About two weeks later, it was reported that there was no pump issue. It was stated that the pump had been checked and it was seen that the motor had stalled and restarted on its own. There was no patient injury or hospitalization and it was reported that the patient was doing fine.